Event description:
It was reported that the procedure was an uneventful ptca, with good results. However, after retracting the catheter out of the vessel, (no resistance was experienced), the distal part (approximately 15 cm) of the catheter remained within the pt. The physician retrieved this segment with the help of a pair of tongs. No pt effects reported.